Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected audio / beep alarms were noted. Pump error 63 confirmed in pump history with variable due to broken trace at the keypad assembly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone that the customer had low blood glucose level and the insulin pump had absence of alarm. The customer's blood glucose level was 48 mg/dl at the time of incident. The customer's current blood glucose level was 117 mg/dl. The customer's mother reported that the insulin pump did not pass self test and gave hardware low level failures alert. The customer was treated with glucose, juice and food. The customer's mother reported that the customer was acting funny. The customer's mother reported that the insulin pump was not giving alert before low blood glucose level. The customer's blood glucose level was 56 mg/dl. The insulin pump received stuck button alert. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.